Manufacturer narrative:
Philips has investigated this complaint. Remote service engineer (rse) analyzed the system remotely and confirmed that the host pc was not powering on automatically and required manual intervention to start. A repair quotation was provided to the customer; however, it was subsequently cancelled. Since then, there have been no further reports of the issue. The codes have been updated based on the investigation's outcome

Event description:
It was reported to philips that system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.